Event description:
It was reported that there was a volume discrepancy with a pump. The actual residual volume was greater than the expected residual volume; expected 5.5 ml and aspirated 29 ml. The pump had been filled with saline since (B)(6) 2009 and changed to morphine. Pump logs will be retrieved when the patient returns to the clinic. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).